Event description:
A customer contacted baxter to report a leakage from pinholes on the tubing. The set had been used for 60 days. There was no patient injury or medical intervention. There was patient involvement.

Manufacturer narrative:
(B)(4). One used set was received with no cap on spike (loose in pouch), tubing cut approximately 2? From patient connector and no cap on patient connector in reference to the leak. The set was tested underwater at 8 psi with leak noted from cut approximately 2 1/4? From sleeve in closed position. The complaint was confirmed in the lab for leak. The sample evaluation did not identify a root cause. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed should any significant supplemental information become available